Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. Customer stated she inserted the sensor the day before and the sensor kept reading low below 40 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 90 to 100 mg/dl. She also stated that earlier that day, the sensor glucose was reading over 400 mg/dl and blood glucose was 250 mg/dl. She mentioned she has had multiple abdominal surgeries. Customer also reported she had skin irritation from the overtape. Customer described it was bumpy, itchy and there is a little pus. She had scattered red dots and oval shaped. Customer was advised to speak to the doctor about irritation and alternative sites.